Event description:
During stone extraction in the common bile duct, the physician used a cook memory eight wire basket. It was reported that one of the basket wires fell off from the tip of the basket. A photo of the device with a broken (remained attached) basket wire was provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued e1 country: hong kong hk e1 phone: (B)(6). Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided confirmed the report. Both of the photos provided show the distal end of the device with the basket advanced. One of the wires appears to have broken at the proximal end and has now bent upwards towards the distal tip. No portion of the basket wire appears to be missing. Additionally, a brown substance was noted at the distal tip of the basket wires. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.